Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient experienced pain, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and other non specified outcomes attributed to device. The patient underwent mesh revision on (B)(6) 2004 due to pain, urinary retention, and infections. The patient underwent an additional revision on (B)(6) 2007 due to urinary retention. The patient underwent a hysterectomy in (B)(6) 2007. The patient underwent mesh removal/revision with placement of monarc subfascial hammock on (B)(6) 2008 due to pain and infections. No additional information provided at this time. (B)(4) - urinary problems; bowel problems; undefined recurrence; dyspareunia; neuromuscular problems.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2008 and ams monarc subfascial hammock was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.